Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 250-300 mg/dl.